Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance measurements. Technical services (ts) was consulted and a lead conductor issue discussed as the probable cause of the reported allegations. Further evaluation was recommended. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance measurements. Technical services (ts) was consulted and a lead conductor issue discussed as the probable cause of the reported allegations. Further evaluation was recommended. No adverse patient effects were reported. This device remains in service. Additional information was received that after the patient underwent a magnetic resonance imaging (MRI), the pacemaker this rv is connected to, triggered a signal artifact monitor (sam) episode. Out of range pace impedance measurements were observed. No adverse patient effects were reported. This device system remains in service.